Event description:
Customer reporting 1 false negative sars result. Patient was either symptomatic or exposed within last 3-5 days. Customer communicated results were confirmed positive by pcr the same day.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.